Manufacturer narrative:
Eight unopened knives in blisters were received for the report of dull blades. Samples were visually inspected and found to be conforming. Functional penetration testing was performed and sample #1, 4, 5 and 8 were found to be nonconforming and sample #2, 3, 6, 7 were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Although the actual samples were not returned, the returned unopened samples #1, 4, 5, and 8 were nonconforming for functional penetration testing. The root cause of unopened sample ##1, 4, 5, and 8; dull blade is manufacturing related to the electropolish process. Samples # 2, 3, 6, 7 were found to be conforming; therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an ophthalmic cutting knife was found to be dull. The details of procedure and patient harm was not provided. Additional information has been requested and none received till date. Additional information received stating that an ophthalmic cutting knife was found to be dull during cataract surgery. There was patient no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).